Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number: unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The needle had been detached from the suture easily. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, three detached needles and five needle sutures inside their winding former that pertain to the product code jb840. The product code is a control release and requires eight strands per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. In addition, marks probably caused by a surgical instrument. The sutures were not returned for evaluation. The needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in one sample using instron equipment and the pull force was above the minimum requirements. In addition, a photo was provided which shows one packet with the same product code. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.